Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with blood leaked, bruising, needle pain, needle thru catheter. It was stated by the consumer ¿when the nurse tried to pull the needle out, pain was felt and there was blood extruding from the insertion site. On inspection prior to insertion, it looked fine. Insertion was fine. When my nurse tried to pull the needle out, I felt pain and there was blood extruding from the insertion site. When he pulled the entire complex out of my vein, device was as attached.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided the submitted photo showed the catheter being pierced by the cannula and the device was clearly used at the time that the photo was taken. The device history report for lot number 7144607 was reviewed, three complaints have been reported for this lot number 7144607of saf t intima product however this is first complaint not experience blood leakage, needle penetration difficult and needle through catheter. Material number 7144607 was manufactured on 06/05/2017. According to the sampling plan applied for product performance, this lot was accepted and released. Unfortunately the root cause for this complaint could not be finalized. It is possible for the catheter to be pierced during use. It is recommend that the bevel showed be facing up, and the catheter tip should face upward and the catheter tip should be positioned back from the needle bevel. This will help to detect if the bevel has pierced the catheter, as the pulling back of the catheter will be impossible. No corrective action required at the failure. Manufacturing process was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date root cause cannot be determined; however, a possible cause could be an incorrect use of the device. No CAPA was opened since this issue could not be confirmed as manufacturing related.